Manufacturer narrative:
Section b3, b5: additional information. Section f9: the approximate age of device: 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the event occurred on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported events could not conclusively be established through this evaluation. The patient expired on (B)(6) 2019. This patient death was reported under MFR # 2916596-2019-02895. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information. Manufacturer¿s investigation conclusion. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure and wound dehiscence as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that computerized tomography (CT) scan found dehiscence of full length of the sternal bone. Sternal closure, robuicsek weaving on both sides, sternum was re-aproximated. The patient was discharged on (B)(6) 2017.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 26 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced continued right ventricle failure needing prolonged hospitalization, nitric oxide; vasodilators, and dobutamine. It was reported that right heart failure was related to underlying disease and to lvad. Patient was volume overloaded. Patient was discharged on (B)(6) 2017. No additional information was provided.